Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-waves (ffrw) were noted on the right atrial (ra) lead during atrial blanking. It was also noted that short v-v intervals were noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.